Event description:
It was reported that on or about 2009 (B)(6), the physician performed a surgical procedure to correct the right ulnar nerve compression that was believed to have been a "result of poor positioning or lack of periodic re-positioning during or as a result of a previous procedure" related to the device. The patient retained "at least one part" of the occipital nerve stimulator within her body which would require further surgical procedures to remove. Refer to manufacturer report# 3004209178-2012-10683 regarding a previous procedure reported.

Manufacturer narrative:
Product ID 377760, lot# j0564195v, implanted: 2006 (B)(6), product type lead, product ID 377760, lot# v000188, implanted: 2006 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).